Event description:
It was observed that during the device evaluation, the rigid video scope exhibited minor scratches on distal end. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. The device history records for this product have been reviewed, and no issues were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.